Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The patient's estimated blood loss (ebl) due to the clotting and circuit change was approximately 800 ml.

Event description:
The patient's estimated blood loss (ebl) due to the clotting and circuit change was approximately 800 ml.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for evaluation, to date no parts have been returned. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Since the cause was presumably patient and/or application related, it is highly unlikely to detect a failure in the retention sample. Therefore, the retention sample analysis was not done. A review of the device history record (DHR) was performed. There were no deviations were found in the manufacturing documentation related to the failure pattern at hand. In addition, none of the listed quality events were related to the reported complaint. A physical examination of the device could not be performed and a definitive conclusion regarding the reported issue could not be reached. As such, a cause for the reported failure could not be determined. Clotting may occur during extracorporeal membrane oxygenation (ECMO) therapy and may affect the oxygenator or flow performance. Since off-label use of the device was described, this event has been forwarded to the manufacturer's usability department.

Event description:
A user facility reported to a fresenius clinical support specialist (css) that a patient on venoarterial (va) extracorporeal membrane oxygenation (ECMO) support utilizing an xlung kit in tandem with a continuous renal replacement therapy (crrt) device (of an unknown brand and model) experienced a clotting event that required an unexpected circuit change. Additional information was obtained through follow-up with the css and the facility¿s chief perfusionist. The css did not think that the ECMO circuit had an independent line, making the facility¿s use of the device off-label. It was also reported that the patient was not initially heparinized. An impella was later added, and a low dose of heparin was administered at that time with subtherapeutic anti-xa levels. The perfusion team first noted a clot from crrt, but treatment was continued. The clot was later noticed in the oxygenator of the xlung kit. No changes were made initially, and there were no alarms. Three days later, on (B)(6) 2023, the clot burden increased and the delta p reached 160 mmhg. Log files were reviewed and it was confirmed that an alarm went off at this time; however, it was too late to fix the problem. The patient required an ¿urgent circuit change¿ to continue the treatment. They were set up with a different (non-xenios) circuit, and they were then able to continue ECMO support without further issue. There were no visible defects noted on the xlung kit. The css said the patient was on three different devices, and believed the clotting could have started in any of those devices. In addition, no anticoagulation methods were used initially which more than likely contributed to the clotting. The patient's estimated blood loss (ebl) due to the clotting and circuit change was not provided. It was confirmed the patient did not experience any serious adverse events due to the blood loss. There were no reports of any patient adverse effects either. The sample was reported to be available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.